Event description:
Reportedly, the user underwent a revision surgery on (B)(6) 2023 due to an extrusion of the conductive link and the surgical wound did not heal properly. The user had a retroauricular wound dehiscence which started in (B)(6) 2024. The surgeon treated the wound and sutured it shut. One day after this surgery the user claimed she was no longer able to hear anything with the device. Prior to this event the user was very satisfied when using the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the user suffered from an extrusion of the conductive link which required a surgical intervention which has most likely let to the retro auricular wound dehiscence requiring an additional treatment during which the device was most likely inadvertently damaged. Wound healing issue is a known side effect of ontological surgery. Device investigation only found damage on the conductive link between floating mass transducer (fmt) and implant demodulator, as it appears typical for having been caused during some surgery. The damage found can well explain for the missing device function. This is a final report.

Event description:
The user had a retroauricular wound dehiscence which started in (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.